Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2025. The blockage was at the site. The patient replaced infusion sets and resumed insulin successfully. No further information available.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted model number, serial number, expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Revision 21 of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6011679, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6011679 was manufactured according to the work instruction (wi) version 100 and packaging in the machine multivac 14 on 17-feb-2025, with a total of (B)(4) units. The sub-assembly, welding of the lot 5b00024 was manufactured according to the wi version 34 and manufactured in the machine ls24-ls25 on 11-feb-2025, with a total of (B)(4) units. The sub-assembly, welding of the lot 5b03021 was manufactured according to the wi version 34 and manufactured in the machine ls06-ls07 on 17-feb-2025, with a total of (B)(4) units. The sub-assembly, welding of the lot 5b03014 was manufactured according to the wi version 34 and manufactured in the machine ls24-ls25 on 17-feb-2025, with a total of (B)(4) units. The sub-assembly, gluing connector of the lot 5b00041 was manufactured according to the wi version 37 and manufactured in the machine gluing 3 on 10-feb-2025, with a total of (B)(4) units. The sub-assembly, gluing connector of the lot 5b00046 was manufactured according to the wi version 37 and manufactured in the machine gluing 3 on 16-feb-2025, with a total of (B)(4) units. The sub-assembly, gluing connector of the lot 4h00372 was manufactured according to the wi version 37 and manufactured in the machine gluing 3 on 17-feb-2025, with a total of (B)(4) units. The sub-assembly, gluing connector of the lot 5b02913 was manufactured according to the wi version 37 and manufactured in the machine gluing 3 on 19-feb-2025, with a total of (B)(4) units. The sub-assembly, gluing connector of the lot 5b02914 was manufactured according to the wi version 37 and manufactured in the machine gluing 3 on 19-feb-2025, with a total of (B)(4) units. The sub-assembly, gluing connector of the lot 5b00046 was manufactured according to the wi version 37 and manufactured in the machine gluing 3 on 16-feb-2025, with a total of (B)(4) units. Review of the DHR showed that a non-conformance (nc) was raised during the sterilization process. This nc is not related to claimed malfunction. Conclusion summary of complaint investigation: as a result of the following: one nonconformance (nc) was raised during the sterilization process, and found unrelated to the reported malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Extended inspection is not related with the claimed malfunction. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.